Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure the display on the device is poor and appears very distorted was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, error b30 (scope communication error) occurred, and no image was displayed. A root cause could not be identified. Based on the results of the investigation, the cause for the reported failure "the display on the device is poor and appears very distorted" could not be established. However, the cause for the additional findings the fibre bonding in the outer tube area (distal end) was damaged, error b30 (scope communication error) occurred, and no image was displayed was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the display on the subject device was poor and appeared very distorted. There were no reports of patient harm.